Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The device history record (DHR) shows the product was released per specifications. No sample was received. Therefore, no visual inspection or functional testing could be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow-up was conducted and additional information was received. The reporter indicated that the procedure performed was a vitrectomy of the left eye with cryo gas. The time of onset was at the beginning of surgery after placement of the trocars. There was no error code mentioned. There were no clinical consequences for the patient

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacy personnel reported that the intraocular pressure tubing collapsed and the patients eye was soft. The cassette was changed and the procedure was completed. Patient outcome is unknown.